Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent placement procedure performed on an unknown date. According to the complainant, four months after stent placement, the distal part of the stent broke. The patient presented with the symptom of dysphagia, and upon endoscopic examination, it was noted that the stent was broken distal to the patient's mouth. The complainant stated that no piece of the stent broke off into the patient, and no other symptoms were present. The stent remains implanted, and the patient was treated successfully by placing a wallflex esophageal stent.